Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single pt samples that were generated by the access 2 instrument. The initial accu tni results for sample a was 0.74 ng/ml and 0.12 ng/ml upon repeat. The initial accu tni result for sample b was 3.66 ng/ml and 0.13 ng/ml upon repeat. The initial result and the repeated accu tni results from both samples were not reported out of the lab. The customer indicated that sample a and b were tested on a different instrument in their lab and accu tni result obtained from the different instrument were reported out of the lab. However, these results were not supplied by the customer. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to this event.

Manufacturer narrative:
Qc was within spec prior to the event. The samples were collected in bd, lithium heparin tubes with gel. Per customer, no event log errors were reported and the results in question were not flagged. A field svc engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered the wash carousel and luminometer needed cleaning and cleaned the components. The fse performed diagnostic testing which passed within specs. The fse verified the instrument. The fse went back to the customer's lab and performed a preventive maintenance (pm) to the instrument which was due. Per fse, the customer did not have any further issues in regards to this event. The customer also told the fse they questioned only one pt's results. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.